Manufacturer narrative:
Status and location of the device are unknown.

Event description:
A physician reported that 8 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 7 of 8 screws.

Event description:
A physician reported that 7 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 7 of 7 screws.

Manufacturer narrative:
Corrected data: b.5: updated from ¿a physician reported that 8 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 7 of 8 screws.¿ to ¿a physician reported that 7 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 7 of 7 screws.¿ visual inspection: the device was inspected. "Windshield wiper" wear patters were observed on the underside of the set screw, indicating the device was engaged on the rod. Functional inspection: functional testing revealed that the subject set screw was able to mate properly with the polyaxial screws that were also returned. A review of the device history records was performed and there were no relevant manufacturing issues identified as all units met stryker specifications. A review of the complaint history records was performed and there were no similar complaints identified. During a planned revision surgery to extend the construct, the surgeon noticed that all the set screws from the original construct were loose. Per surgical technique: final tightening of the yukon implants is achieved utilizing the anti-torque alignment tube in conjunction with the torque limiting shaft, size 15, attached to the torque limiting handle. Attach the anti-torque alignment tube onto the yukon screw head and then slide the torque limiting shaft assembly down. Final torque tightening may now be completed. The torque limiting handle achieves 2.2 n-m (19.5 in-lbs) of torque for final tightening. The handle will emit an audible "click" once the necessary torque is achieved. Note: do not exceed recommended torque or damage to the instrument or implant may result. It is possible that the rods were not fully reduced in the screw heads. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level.